Manufacturer narrative:
Other, other text: device evaluation- the device was given functional and delivery testing. No clutch alarms occurred during testing. The reported issue could not be confirmed during testing.

Event description:
It was reported the device was being given occlusion testing and device gave a clutch alarm. No patient involvement.